Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. While attempting to withdraw a pc400 coil from the patient, it became stretched and unintentionally detached. A snare device was required to successfully remove the pc400 coil from the patient. The procedure continued using a new pc400 coil. There was no report of an adverse effect on the patient.